Manufacturer narrative:
Result: visual inspection of the returned product found pieces of the haptic torn off and unknown residue on the lens surface. The lens was returned dry. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, and it was noted the lens was torn. The lens was removed with no patient injury. The backup lens was used. The reporter indicated the lens was torn during loading.